Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:06 (ce post failure) error message was confirmed based on the event log review and during functional testing. The root cause of the reported issue was the defective cooling engine (ce) as a result of normal wear and tear. The thermogard console is a reusable device and was manufactured in february 2012, and it is almost 10 years old, well beyond its expected service life of 5 years. Visual inspection was performed and noted that the assembly pump lid was cracked, and the assembly cold well cap is missing. Also, observed the white rollers worn out and the coldwell cap gasket and the window display were degraded. In addition, the tubing under the coldwell was found broken and the coldwell glycol fluid was contaminated. The observed issues are unrelated to the reported complaint. The probable cause could be due to the normal wear and tear or could be due to mishandling, as no preventive maintenance (pm) was performed on the console for the last two and a half years. The damaged parts need to be replaced to address the observed physical damages. The system failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message, thus confirming the reported complaint. The cooling engine needs to be replaced to remedy the fault. Event log data review was performed and showed multiple tcmid:06 (ce post failure) error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. Also, unrelated to the reported complaint, the review of the event log indicated the presence of two mid:14 (bg power supply) and mid:16 (software) errors as the user cycle the power of the console multiple times without a proper shutdown sequence. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with a serial number (B)(4).

Event description:
During set-up, the thermogard console (sn (B)(4)) displayed a tcmid:06 (ce post failure) error message upon powering on. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.